Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed there was no image and a b30 communication error but the cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jan 20, 2023: the event occurred before a procedure with no patient involvement.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the b30 scope communication error message was received for the device with no image. When the ultrasound connector was opened, signs of fluid invasion were noted. Fluid invasion is caused by the water-resistant cap not being attached before immersion. The device also had no scope data. Once the device was aerated, the issue was resolved. Other observations for the device are switch (sw) sw4 not working. And failure of probe and ultrasound connector insulation failure. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Due diligence is being perfomed for the event.

Event description:
As reported for this event by the customer, a b30 scope communication error message was received for the device. There was no image. There is no harm to any patient.